Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was visible contamination by the l bracket pole clamp. There is nothing in event history log (ehl) pertaining to the customer reported issue. During the functional testing was unable to duplicate the reported issue, no problem was found. The root cause of the issue could not be found or determined. No problem found. No action/repair done., corrected data: d1, h6-evaluation code result.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a forced calibration error and occlusion error. It us unknown if there was patient, or clinician injury associated with this occurrence.